Manufacturer narrative:
The device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report.

Event description:
It was reported, dr opened gamma traditionally. Used curved started awl. Could not break corteses. Used drill to enter corteses to be able to put down guide wire. Upon pulling drill out, drill bit broke inside the pt. Surgeon was unable to remove bit. Short gamma nail procedure continued as planned. Operation concluded as scheduled. Gamma nail went in correctly. Rep will send x-ray of drill bit left inside pt.